Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into ventricular tachycardia and the implantable cardioverter defibrillator (ICD) did not give therapy. The device remains in service. No additional adverse patient effects were reported.